Event description:
The customer reported the ventilator alarmed and powered down while it was running on backup battery and had a depleted battery. The customer reported the ventilator was in use and there was no patient harm. The manufacturer's service technician verified the backup battery was depleted and wasn't being charged. Review of the ventilator's diagnostic log verified the device was operating on backup battery power and the backup battery functioned until it depleted as a result of use, at which time the ventilator will shut down and alarm as specified due to loss of power. The service technician replaced the power supply and backup battery to complete the service. Extended self testing (est) and performance verification testing was completed and tests passed to operating specifications. Per the ventilator's operator's manual, when the ventilator is powered by backup battery it will generate a nonresectable, nonsilenceable alarm every 60 seconds. During this state, a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.